Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes were noticed before a dft test. The episodes were due to rv loss of capture. No programming changes were made, and the lead will remain implanted. The patient condition is stable.